Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four-and-a-half months after the patient¿s device changeout procedure that there was infection/swelling after the patient¿s arm was pulled on by a child or dog. The implantable cardioverter defibrillator (ICD) system was extracted. However, it was noted that the device was extracted but then the patient had to be brought to another facility for the lead extraction. Three days later a new ICD system was implanted. No further patient complications have been reported as a result of this event.